Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Revision for accolade tmzf as there was loosening of the stem. They thought they were going to have to replace liner but didn¿t need to.

Event description:
Revision for accolade tmzf as there was loosening of the stem. They thought they were going to have to replace liner but didn¿t need to.

Manufacturer narrative:
An event regarding loosening involving accolade stem was reported. The event was not confirmed. Method & results: device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted stem and head with nothing remarkable to report. From the photographs provided there is no evidence of damage to the devices. Medical records received and evaluation: a review of the provided x-rays by a clinical consultant indicated: review of these records confirms the revision surgery occurred, however, reported loosening and/or the root cause of the need for this revision cannot be determined as insufficient information was available. Further documentation required for completion of this assessment would include: operative reports from the index and revision surgeries, dated surgical implant records from the surgeries. Dated pre and post op xrays/imaging from the index and revision surgeries, outpatient office/clinic notes, implant retrieval, device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports from the index and revision surgeries, dated surgical implant records from the surgeries, dated pre and post op xrays/imaging from the index and revision surgeries, outpatient office/clinic notes and implant retrieval are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.